Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: salt accumulation)/block drainage lumen) or no drainage eye. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. The instructions for use were found adequate and states the following: "sterile unless package is opened or damaged. Do not use if package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Do not aspirate urine through the drainage funnel wall. Use luer syringe to inflate with stated ml/cc of sterile water. Do not use needle. Recommended inflation capacities. 5ml/cc balloon: use 10ml/cc sterile water. 30ml/cc balloon: use 35ml/cc sterile water. Do not exceed recommended capacities". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had 5 patients with residual urine and there was blockage in the urinary foley catheter. Per follow up information received via ibc on 16jul2024, stated that the patient had received a lot of residual urine, up to two liters if they remembered correctly, as the tube "pinched", this had easily led to the patient having to had a catheter for much longer than planned. On one occasion, there was also a blockage in the tube of an extremely small blood clot, which usually did not happen. This led to flushing and reinserting the catheter. At first, they thought it was because the holder for the catheter bag was large (which it was). So, they replaced all the holders with a smaller variant but the problem remained.